Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed normal battery depletion.

Event description:
It was reported that when looking at the egm it looked like there was atrial fibrillation or noise; the patient was prone to atrial fibrillation. It was also reported there was concern about the dual egm. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.